Event description:
Boston scientific received information that this patient underwent a revision procedure due to a lead which was eroding from the device pocket. This device was explanted and was used for temporary external pacing while the patient was receiving antibiotics. A new system was subsequently implanted. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additonal information is received.